Event description:
The lead was returned to the manufacturer after being explanted due to medical judgement/system change. The lead subsequently tested out of specification. It was reported that during the lead extraction, the helix broke off in the tissue after removing the lead from the vein. The physician felt the helix was not going to be a concern if left behind in the tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix fractured; full lead was returned and analyzed. Blood/body fluid in/on proximal conductor(not obstructed). Outer insulation melted. Apparent explant damage.

Manufacturer narrative:
Additional information received indicated the "helix electrode began to unwind". This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix fractured; full lead was returned and analyzed. Blood/body fluid in/on proximal conductor (not obstructed). Outer insulation melted. Apparent explant damage.